Event description:
Unomedical reference number (B)(4). Event occurred in the united states on (B)(6) 2024, the patient faced that the infusion set cannula was bent within 3 or more hours after insertion at abdomen at a duration of infusion 12-24 hours, which caused the patient's blood glucose levels 100-150mg/dl; between 54-500 mg/dl (3.0-27.7 mmol/l). Patient had syringes and this morning replace cartrdige and infuison sets. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.